Event description:
During purge, the orbit galaxy coil (640cf0304/15662837) was being used with an unspecified syringe, when an air bubble was produced in the hub. Therefore, the orbit galaxy was replaced for a new one (detail unknown) that was safely placed in the target aneurysm using the same syringe. Afterwards, the procedure was successfully completed without any further issues. There was no patient injury reported. A dedicated saline source was used to fill the syringe, and all the air was removed from syringe prior to connecting to coil hub. Both devices were connected according to labeling instructions. The complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the product by visual inspection. Also no damages were reported on the device after the event. The procedure was coil embolization of unspecified artery aneurysm. No information regarding the vessel/aneurysm was provided. Access was obtained from femoral artery. The complaint product is unavailable for evaluation. No additional information is available.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15662837 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the available information and without the return of the device for evaluation, no conclusion can be made regarding the reported event. A review of the manufacturing documentation associated with this lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Therefore, no corrective actions will be taken at this time.